Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The stent graft was successfully implanted; however, it was reported that the patient's recovery was complicated by ICU induced psychosis. It was ruled out for any organic causes, a csf leak from the lumbar drain which was resolved one month later and urinary retention which normalized after a foley catheter insertion was discontinued. The patient was discharged from the hospital. The investigator's assessment states that these adverse events are not device related; however, they are procedure related. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (unknown cause of event).